Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver discovered a leak in a disposable set. This occurred during setup of peritoneal dialysis therapy. The care giver stated that one of the lines came apart from the cassette and it was leaking. The care giver started therapy over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported lot number was found to be invalid. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.